Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. The biomedical engineer noted that the power cord needed to be replaced. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the power cord was replaced to resolve the issue. The electrical safety test passed, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.